Event description:
It was reported that a male patient, who had a left rtsa, underwent a revision procedure due to infection. Everything was removed and a spacer was put in. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded by the customer. No further information.

Manufacturer narrative:
D10 300-30-08 - eq preserve stem 8mm: (B)(6) 320-10-00 - eq reverse tray adapter plate tray (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-32-40 - exp glen, 40mm, for small reverse: (B)(6) 320-35-07 - small sup./post. Aug glen plate,left: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.